Event description:
I didn't get hurt or anything. Dual clean heads [bottom part popped. It popped out while I was using it - oral-b [device breakage] . Case narrative: elderly male consumer reported via phone that the bottom part of the oral-b toothbrush head popped out while he was using it but he did not get hurt. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.